Event description:
It was reported to philips that the customer thought the device gave a false asystole reading. The customer then placed the device on a simulator and was unable to duplicate the issue and wanted to know if the device was okay to be placed back in service. There was no reported adverse patient impact.